Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent protector and product mandrel. The outer shaft, inner shaft, stent, balloon and tip were microscopically examined. There was tip damage. The stent moved over the distal markerband. There were several stent struts that were bunched and stretched. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-aug-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 12x2.25mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified mid left circumflex (lcx) artery. After pre-dilatation was performed with a 1.50x8 balloon catheter, a 16 x 2.25 rebel stent was advanced but could not track the bend in the artery. A buddy wire technique was used but it did not help much. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent was damaged and moved on balloon.